Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received occlusion and high glucose alerts on the ilet while using a contact detach infusion set, with hyperglycemia up to 352 mg/dl for about an hour, and the issue resolved after a supply change with troubleshooting and education completed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no assistance required, and no use of backup therapy or ketone testing. Investigation included guided troubleshooting of the infusion set and supply change. Investigation of this case revealed an insulin delivery occlusion at the infusion set that resolved with set replacement, consistent with obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion.